Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00 x 38 synergy drug eluting stent was selected to treat a 90% stenosed, mildly tortuous, and severely calcified lesion. However, upon introducing the device, strong resistance was encountered. The device was pushed with force and after several attempts, it was noted that the shaft kinked and eventually detached outside of the patient's body. The device was not used and the procedure was completed with a different size device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 4.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The mid stent od (outer diameter) was measured and is within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found a kink at the port weld and also it was slightly twisted. There was no issue tracking device over a guidewire or a product mandrel. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected to treat a 90% stenosed, mildly tortuous, and severely calcified lesion. However, upon introducing the device, strong resistance was encountered. The device was pushed with force and after several attempts, it was noted that the shaft kinked and eventually detached outside of the patient's body. The device was not used and the procedure was completed with a different size device. No patient complications were reported.